Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable and low r waves were noted on the right ventricular lead. The lead remains in use and the patient is being monitored. No patient complications have been reported as a result of this event.